Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged from 300 to over 500 mg/dl. Reportedly, the cause of the high bg may have been using the "last amount of the insulin in the vial." Reportedly, the customer took a manual injection and changed all supplies to resolve the issue. In addition, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 120 mg/dl. A syringe needle change was performed resolving the issue.